Event description:
The reported incident was identified by endologix through a retrospective review of an industry relevant abstract in abstracts for the 49th sir peter freyer surgical symposium 2024. Doi.org/10.1007/s11845-025-04062-8 the article reported that one patient experienced peri operative death. The exact dates of the stent graft implantation, the date of the reported event and death were not provided in the article. Based on the available information, implantation and the reported event occurred between january 2011 and december 2023. No information was provided regarding device lot number, serial number, sizing, procedural technique, imaging findings, or device condition. Patient outcome was reported as death. No further information was provided. Due to the limited information available from the literature source, a causal relationship between the afx bifurcated stent graft device and the reported event cannot be determined, and the device is not available for evaluation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. The reported adverse event/incident was identified by endologix through an ongoing review of industry relevant journal articles where patient related outcomes are presented anonymously, and patient specific device information is unavailable. Due to the anonymised and limited nature of information available from the literature source, a detailed investigation could not be performed. Device specific information, including device identification, procedural details, and patient characteristics, was not provided; therefore, manufacturing record review, device evaluation, and a comprehensive clinical assessment could not be conducted. In the absence of case specific data, a definitive root cause cannot be established. However, based on the reported information and in accordance with a conservative vigilance approach, a causal relationship between the device and the reported incident cannot be excluded. The incident has been assessed within the context of endologix post market surveillance activities, including evaluation of similar reported incidents, known device related risks, and complaint trend data, to support ongoing monitoring and signal detection. A clinical evaluation of the adverse event/incident could not be completed as the reported event was found during publication review where the patient information is anonymous. Device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text: device not returned for evaluation.